Manufacturer narrative:
To data, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6) 2014, the customer reported to repair the product as needed. No other information was provided. Upon initial evaluation of the product by integra on (B)(6) 2014, the product received with the rocker arm cracked in half and the lock had both rotational and lateral movement. Additional information has been requested from the customer.